Manufacturer narrative:
(B)(4). Batch # l52l74. Results: the long60a device was received for analysis with no visual non-conformances and with a gst60b loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a colectomy procedure, the device would not fire after the reload was put in. Case completed with a powered echelon. There were no patient consequences reported.